Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the first nc euphora device was inspected before use with no issues noted. It was intended to be used to pre-dilate the lesion. Resistance was noted during delivery. It was later reported that the detachment occurred proximal to the guide catheter hub. It was later stated that the detached portion of the device was successfully removed from the patient with ease. It was also stated that no attempts were made to inflate the device. It was stated that there were difficulties experienced advancing this device to the lesion through right radial access. Correction: a second attempt was made using a same sized nc euphora and it was reported that insertion was possible with this device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two nc euphora ptca balloon catheters to treat a lesion. It was reported that shaft of the first device broke when inserting the balloon into the vessel. The product was discarded. A second attempt was made using a same sized nc euphora and it was reported that it was not possible to insert the device. Additional intervention time was needed with additional administration of analgesia and relaxants. No patient injury was reported.